Event description:
Event description guidant received information that this tined "j" lead was removed and replaced due to dislodgement, unable to reposition lead. Form states pt had torturous anatomy. Lead was in vent. An active fix lead was used.